Event description:
The reporter stated that the surgeon had implanted a icm120v4 implantable collamer lens in 2006 and had to explant it approx 3 months later due to an excessive vault, causing a narrowing of the angle and a shallowing of the anterior chamber depth in the patient's eye. An iridectomy was performed. The lens was replaced with a shorter icm lens.

Manufacturer narrative:
At the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithm predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial. If the predicted length is too short, the result may be in inadequate vault. If predicted length is too long, the result may be an excessive vault. Evaluation newly available, alternate measuring devices is ongoing.